Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s son reported that his mother's adc blood glucose meter provided erratic readings. On (B)(6) 2020, customer received unspecified "erratic" readings and experienced tremors all over the body. Paramedics was called and upon their arrival, a reading of 638 mg/dl was obtained on the hcp meter. Customer meanwhile had lost consciousness and was transported to hospital where she was treated with insulin drips and intravenous fluids. Caller further reported that the customer was in "diabetic coma" and was hospitalized for 3 to 4 days and was given "basaglar kwikpen 100 unit/ml" (insulin) 10 units/day upon discharge. Caller additionally reported that the customer was diagnosed with kidney and lung infection and had a heart attack while she was hospitalized. There was no report of death or permanent impairment associated with this event.

Event description:
Customer¿s son reported that his mother's adc blood glucose meter provided erratic readings. On (B)(6) 2020, customer received unspecified "erratic" readings and experienced tremors all over the body. Paramedics was called and upon their arrival, a reading of 638 mg/dl was obtained on the hcp meter. Customer meanwhile had lost consciousness and was transported to hospital where she was treated with insulin drips and intravenous fluids. Caller further reported that the customer was in "diabetic coma" and was hospitalized for 3 to 4 days and was given "basaglar kwikpen 100 unit/ml" (insulin) 10 units/day upon discharge. Caller additionally reported that the customer was diagnosed with kidney and lung infection and had a heart attack while she was hospitalized. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with the retained test strips. Performed visual inspection on the returned meter and no issues were observed. The meter powered on with button depression and with strip insertion. Control solution testing has been performed and no issues were observed. All results were within range specification and no errors were observed during testing. The reported test strips have not been returned, extended investigation has also been performed. The dhrs (device history review) for the fs freedom lite meter and freestyle strips were reviewed. The dhrs showed the fs freedom lite meter and freestyle strips passed all tests prior to release. Retain testing was performed and all units performed within specification. If the reported test strips are returned, the case will be re-opened, and a physical investigation will be performed.